Event description:
It was reported that the 6600 system resolution, due to monitor brightness, was affecting the physicians view of soft tissue. It was noted that there is a difference in screen quality between the left and right sides. It was also noted that the cable on the fluoro pedal is loose. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Made potentiometer adjustments to ensure workstation and camera synchronization and generator lock achieved. Adjusted power supplies. Brightness and contrast adjustments completed. Performed crt image focus adjustments on the left monitor. Repaired the foot pedal that was loose. The system was tested and found to be working as intended and placed back into service.